Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a non-calcified, stenosed arteriovenous (av) fistula shunt in left antebrachium via percutaneous transluminal angioplasty. A 5.0mm x 40mm x 80cm armada 35 balloon dilatation catheter (bdc) was unpackaged and prepped without issue. The armada 35 was then advanced via radial approach without resistance and dilatation was successfully completed via inflation once to 8 atmospheres. However, after pulling negative pressure for approximately 30 seconds, the balloon would not deflate at all. Reportedly, the physician slightly pulled the device back in the vessel and the balloon was able to then be completely deflated and withdrawn without further difficulty. The procedure was considered completed. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.